Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump indicated a data log corruption and experienced an unexpected shutdown. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Multiple follow-up attempts were made by tandem technical support to determine if one was later obtained; however, no response was received. Customer¿s blood glucose level was 130 mg/dl.